Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath via right femoral artery. As md was inserting the iab into the sheath, it became stuck. Md removed the sheath and iab as one unit and requested another iab to be used to complete the procedure. Md was using the left femoral artery for the second iab insertion. Reference medwatch 1219856-2008-00349 for second event involving same pt.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.